Event description:
Pt stated original surgery in 1974 at another hosp. Pt saw md in 1996 for right knee pain. In 1996, md removed a foreign body consistent with a staple tine. Pt returned in 2004, pain again. Surgery to remove balance of parts confirmed a staple with 3 broken tines. All removed and no signs of metal on x-rays.